Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology was not reported. During the index procedure and when the delivery system was prepared, the rear handle fell apart when the physician brought the device to the operation table. The physician noted that no force was applied; however, the handle dropped on the floor. The physician was not able to re-assemble since the handle that came in contact with the floor was not clean. The physician determined to continue with the procedure and the device was used in the patient with no injuries to the patient. No damage was noted to the device or packaging. No clinical sequelae were reported and the patient will continue to be monitored.